Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the programmer can not be opened. The programmer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Analysis could not confirm the reported event; the programmer functioned correctly. Analysis found the right keyboard hinge was broken, the handle was cracked, and the lower case was worn out. It was noted the stylus was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.